Manufacturer narrative:
The product investigation was completed as the complaint device was not returned. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record was performed for the finished device 00001467 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a right sided atrial flutter (r-afl) ablation procedure, when flushing the carto vizigo" 8.5f bi-directional guiding sheath small, the fluid would not go through the valve, it kept the fluid on the back of it. It was also reported there was resistance when they tried to insert the dilator into sheath, they looked closer and saw that there was some extra clear silicone on the end which didnt allow the dilator to enter even after using plenty of force. No damage nor detachment of the valve was reported. The sheath was replaced, and the issue resolved. Case continued without further issues. No patient consequences were reported. The sheath is potentially obstructed by a material, therefore the event must be considered MDR-reportable.